Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) and the generic power distribution (gpd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection, no issue was found related to the reported issue. The rac was installed on the golden system where the component functioned as expected, and no error code was presented. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were investigated, but no error could be found. Visual inspection, no issue was found that are related to the reported issue. The gpd was installed onto the golden system. Upon power on, the system failed with error 810. Root cause is attributed to a defective system component gpd.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that a non-recoverable fault and a message saying to check the blue fiber connection between the surgeon side console (ssc) and the vision side cart (vsc) was observed. The system was not online to see error logs or system connection. The customer swapped blue cables with no change and performed a hard power cycle on the scc and vsc and reported an 810 error. Tse reviewed historic logs and found 810 errors on the scc from gpd to rac2. The procedure was converted to another dv system with no reported injury.